Event description:
Caller states that he is a type 1 brittle diabetic. He received an inaccurate reading from his medtronic 530g with enlite sensor. The sensor read 202mg/dl and his one touch meter read 290.